Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under general anesthesia due to poor magnet retention on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 22, 2024.